Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Citation: journal of plastic, reconstructive &aesthetic surgery (2017)70, 392-400; http://dx.doi.org/10.1016/j.bjps.2016.08.022.

Event description:
It was reported in journal article "upper lip lift with a ¿t¿-shaped resection of the orbicularis oris muscle for asian perioral rejuvenation: a report of 84 patients¿ patients underwent surgery for upper lip lift from 2012 to 2014 and suture was used. Skin excision height was designed on the basis of the golden proportion of the lower region of the face. The incision was made at the subnasal (inferior border of the columella-nostril-alar) region. After careful hemostasis, the incision was closed with a subcutaneous suture. The patients received intermittent periods of ice compression within 3 days following surgery, and sutures were removed 5 days post operation. Retrospective follow-up was performed at 1 week, 1 month, and 3-24 months postoperation. Patient with incision scar may have received nonsurgical treatment, including scar injection of steroids or co2 laser treatment, or surgical scar resection.